Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was having problem holding her urine and cannot control her urine and was having lots of bowel movement. Caller stated patient had a uti. Caller stated he used the patient programmer (pp) to sync with implant and unable to communicate with pp and had poor communication but base on the implant date he was wondering if the implant was dead. The patient used antenna and confirmed it was securely placed to ins but did not resolve the reported issue. The caller was redirected the hcp with concerns. There were no further symptoms or complications reported or anticipate.